Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery would not charge. The patient was contacted and issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery will not hold charge) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation the battery cell voltages were mis-matched at -1.922v, 4.245v, and 4.233v. The cause for the inability to charge in a charger or power on a monitor is the excessively discharged cell. The root cause for the discharged cell cannot be positively identified. No adverse event resulted from the defective battery pack. The patient was issued a replacement battery pack.